Event description:
Complaint alleged that when setting brakes, bed would still roll.

Manufacturer narrative:
Tech found that the bed had no brakes - when setting brakes the bed would still roll. Bed was located in storage room. Replaced the casters to resolve this issue.